Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and without the device to analyze, a cause for the reported unable to close the clip (difficult to open or close) resulting in entrapment of device (clip becoming caught in anatomy) could not be determined. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tricuspid regurgitation (tr). Additionally, based on the information reviewed, the foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and the clip being deployed at that location. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr) and a mitraclip was chosen for implant in the tricuspid valve. During the procedure, it was noted that after opening the clip to grasping arm angle and accessing the left ventricle to grasp the leaflets, the clip arms could not close. The clip then became stuck in the subvalvular structures and chordae. Troubleshooting was performed to remove the clip, but it could not be freed. The clip was deployed everted and stuck in the subvalvular structures. The clip remained stable. A new clip was implanted to reduce the tr to grade 1. There was no delay in the procedure.